Event description:
During the routine pump refill when the needle was removed they noticed immediate filltration/clear liquid/drainage coming from needle site. The pump medication was inadvertently injected subcutaneously- infiltrated. The patient was transported to the ER department (emergency room) and admitted to the ICU (intensive care unit). The patient was reported to be slightly obtunded. Intervention included narcan drip. It was noted to possibly related to the device or therapy. There were no diagnostic methods. The severity indicated as moderate and resulted in in-patient or prolonged hospitalization. The outcome was resolved without sequelae (B)(6) 2015. There are no specifics as to the cause, looked to be more of an error during the refill. The patient was able to have their pumped refilled correctly on (B)(6) 2015 with no reoccurrence of this adverse event. The pump was used to deliver morphine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).